Manufacturer narrative:
The field service engineer returned and performed yearly maintenance on the analyzer. The measuring cell was replaced. The waste system flow was not good. The waste system was cleaned and checked. Measuring cell preparation maintenance, a system volume check, and a photomultiplier high voltage adjustment were performed. Performance testing was run. A blank cell calibration was performed and passed. Calibration and controls were run and passed. Precision studies passed. On a subsequent visit from the engineer, the mixer was not working randomly and the gripper issued a stop alarm. Parts were changed and the issue was resolved after this action.

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a troponin t value of 25.10 pg/ml when tested at 07:17 a.m. On (B)(6) 2022. The reporter stated that after 3 p.m. On (B)(6) 2022 all patient sample results for troponin t were < 3.00 pg/ml. The first complained sample was repeated at 8:40 p.m. And the result was < 3.00 pg/ml. After repeating the first sample, the customer loaded a new reagent pack on the analyzer and performed a calibration. The calibration failed with low signal. On 16-dec-2022, the field service engineer replaced system reagents, checked the sample probe, checked the mixer, and checked the high voltage. A blank cell calibration was performed. The system was recalibrated and calibration passed. Controls and precision studies also passed. The issue re-occurred after these actions. The second patient sample was tested twice on 17-dec-2022, resulting in troponin t values of 4.74 pg/ml and 5.97 pg/ml. This sample was repeated three times on 18-dec-2022, resulting in values of 6.29 pg/ml, 7.09 pg/ml, and 7.73 pg/ml.

Manufacturer narrative:
The engineer also replaced the mixer. Calibration, controls, and precision studies were ok. The investigation determined the service actions resolved the issue.